Event description:
On (B)(6) 2024, a male patient with some scoliosis and a small spondylolisthesis had a bilateral l1-l2 mild procedure performed. An epidural was performed with the mild procedure. Nothing abnormal was reported regarding the procedure. The patient had also reportedly stopped their anticoagulants in an appropriate timeline prior to surgery. The patient woke from the procedure with excruciating groin pain. The physician stated that the patient had no motor deficits and was able to walk out of the surgery center. The physician recommended that the patient should be seen in the ER after discharge. An MRI was performed and showed blood around the treatment area of the mild procedure and an emergency laminectomy was performed. The patient was hospitalized because of this event. The patients' pain has improved post laminectomy according to the physician.